Manufacturer narrative:
The ventilator was investigated at the hospital by our field service engineer. It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. The reported issue was solved by replacing the pressure transducer printed circuit board pcb. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. No device logs were received and no parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).